Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital on (B)(6) 2014 due to increasing lactate dehydrogenase (ldh). The patient¿s ldh levels were reduced with IV heparin and was discharged on (B)(6) 2014. The patient was readmitted into the hospital on (B)(6) 2014 for elevated ldh levels, and they were reduced again with IV heparin. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was readmitted into the hospital for increasing ldh levels as high as 1500 u/l. The patient remained stable with no kidney issues. The patient was treated with IV heparin. The pump parameters were all reported to be within normal limits. A ramp study was performed and indicated that the size of the left ventricle was decreasing as the speed was increased. The patient continued to be treated with IV heparin. The patient's indication was changed to bridge to transplant and the patient received a transplant on (B)(6) 2014.

Manufacturer narrative:
Approx age of device: 2 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected thrombus and increased lactate dehydrogenase levels could not be confirmed as the pump was disposed of and not returned for evaluation; however, the heartmate ii lvas instructions for use list thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the vad coordinator indicated that the lvad was, "disposed of since the patient was transplanted."

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient admitted following lab work showing ldh of 786. Patient with two previous admission for hemolysis as well. Patient upgraded to status 1a per unos and ended up receiving a heart transplant on (B)(6) 2014. Additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y. Hemolysis: yes. Event confirmed: u. Device malfunction: yes. Device malfunction causative factor: no cause identified.